Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in the distal electrode, and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076, implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that during an upgrade procedure the physician attempted to move the right atrial (ra) lead to get better thresholds, and after moving the lead several times the helix would no longer extend fully. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.